Event description:
Pt complication following a radiofrequency thermal ablation procedure of the liver. The pt had a solitary metastasis in the right hepatic lobe inferiorly which measured approx 3 cm in size. 12cm rita xli probe was utilized with hypertonic saline infusion. No introducer sheath was employed. The procedure went smoothly with no difficulties or immediate complications. The liver was entered near the inferior tip and directed up into the mestastasis. Needle course through the liver was between 2 - 4 cm from the capsular surface. The tines were then deployed and the ablation performed. Due to elevations in impedance, the saline infusion rate was intermittently raised to 0.3 cc/minute. Target temperatures were easily reached and the procedure concluded. CT [computerized tomography] the next day showed a good ablation defect in the liver at the site of the liver metastasis. The pt was discharged. The pt returned to the ER 2 days later with sepsis and severe abdominal pain. In the or, pt was found to have diffuse thermal injury to the surface of the liver tip, the adjacent peritoneal surfaces and the nearby bowel at the site of previous anastamosis. There was a 3-4 cm perforation at the distal ileum related to thermal injury. The pt's course was complicated by multiple abdominal abscesses, and persistent sepsis. The pt expired. According to the radiologist, the unexpected complication may have been related to a significant amount of steam that must have been exiting the liver at the needle puncture site and thus producing the diffuse pattern of thermal injury. It is not thought that the electrode or the generator was defective. They were both working properly. The report was submitted to identify that there was no literature, training or indications that the smoke plume may develop and cause complications.